Event description:
On 06/12/2023, it was reported by a sales representative via sems that an ar-9165cdg universal baseplate impactor broke. This occurred during use while impacting. There was no additional information provided, additional information has been requested. Additional information was provided on 06/19/2023, it was reported that this occurred during a reverse total shoulder arthroplasty case on (B)(6) 2023, while impacting the baseplate the device broke. All fragments were retrieved. The patient had a hard bone.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection revealed that both sides of the slotted boss had broken at the distal end of the blue baseplate impactor and noted dents around both ends of the shaft. The most likely cause for the breakage can be attributed to excessive application of mechanical forces or impact. Functional testing was not performed due to the damage to the device. Most likely cause is attributed to misuse due to user error.